Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a sensitivity test resulted in showing a measurement of the r-wave amplitude whereas no ventricular sensing (vs) markers were shown during the test. On one-week post implantation pacemaker check, the subject pacemaker was interrogated with an orchestra plus with smartview 2.56j and a sensitivity test was performed. Then, a value of 8.06 mv was displayed as the measurement of the r-wave amplitude whereas only ventricular pacing (vp) markers were displayed for the ventricular channel during the test.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a sensitivity test resulted in showing a measurement of the r-wave amplitude whereas no ventricular sensing (vs) markers were shown during the test. On one--week post implantation pacemaker check, the subject pacemaker was interrogated with an orchestra plus with smartview 2.56j and a sensitivity test was performed. Then, a value of 8.06 mv was displayed as the measurement of the r-wave amplitude whereas only ventricular pacing (vp) markers were displayed for the ventricular channel during the test.